Manufacturer narrative:
Updated sections g6 (type of report), h6 (component code, type of investigation, investigation findings, investigation conclusions). Added: h2 (type of follow-up). The product was not available for evaluation; nevertheless, software log were provided for review. Based on this log evaluation, a software issue was identified. Logs evaluation results revealed that the reported event was confirmed. Further investigation was completed by the engineers. Based on this assessment, the reported failure is consistent with software failure and design inadequate for purpose. Therefore, an internal action item was created to address and fix this software defect. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, during use of the hemoglobin (thb) trend in this target market release (tmr), this hemosphere alta monitor displayed the thb value of 13, while the value obtained from a blood draw was 10.7. The hemoglobin had been calibrated correctly at the beginning of the case from a blood draw value. There was no allegation of patient injury. There will be no product return as this is a tmr.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.